Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose at the time of incident was 39 mg/dl and current blood glucose was 88 mg/dl. The customer reported that they had seven lows today below 50 mg/dl and another blood glucose was 49 mg/dl. The customer was treated with the food. The troubleshooting was performed for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.